Event description:
The pt was admitted to the hospital on (B)(6) 2013 when she expired. The pt was mechanically intubated in the hospital's intensive care unit (ICU). On (B)(6) 2013, the pt's primary nurse reported "in line suction broke in half while suctioning pt. A piece of the in line suction catheter was in the ett, just enough was out of the end of the ett we were able to retrieve it. Pt intubated on the vent. Suctioned by primary nurse when the in line suction catheter snapped in half. No drop in o2 sats or tidal volumes noted." The inline suction was a "kimberly-clark vent closed suction system that broke in half. The remaining 13 systems in the hospital were immediately pulled from potential use. This report is being submitted as near miss.